Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason. Additional information confirmed that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement. This decision followed verification that the implantable pulse generator (ipg) had reached its end of service. Additionally, the patient access for MRI compatibility. The patient is recovering well postoperatively. Per facility policy, the explanted device was retained and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.